Manufacturer narrative:
H.6. Investigation summary: six samples were provided to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protectors. The protectors fit securely to the vial and the needle on the protector penetrated the vial stopper properly, no particles or foreign matter were observed. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence h3 other text : see section h.10.

Event description:
It has been reported that the bd phaseal¿ protector p50j has been found experiencing 12 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: coring occurred on 11 vials of paclitaxel and 1 vial of ramucirumab. Fragments of coring were disposed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd phaseal¿ protector p50j has been found experiencing 12 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: coring occurred on 11 vials of paclitaxel and 1 vial of ramucirumab. Fragments of coring were disposed.